Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)/

Event description:
A health professional reported that an ophthalmic handpiece failed during surgery resulting in a corneal burn with no report of a suture being required, no report of wound leakage, corneal opacity or scar interfering with the visual axis and no report of induced corneal astigmatism. Additional information has been requested. Additional information received further clarified that after introducing the phaco handpiece into the anterior chamber and engaging phaco, an immediate whitening of the viscoelastic was noted. The thermal injury was corneal which resulted in significant wound gape with iris prolapse. Sutures were required in order to stop wound leakage. Greater than 5 diopters of astigmatism with significant steepening in the horizontal median occurred. The operating system occlusion tone was heard. The cataract extraction with intraocular lens implantation (iol) surgery was completed with referral to a corneal specialist.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found dents on the irrigation line. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated ophthalmic operating system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet functional specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet functional specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).